Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative and for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2. The cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite accuracy failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.